Event description:
Edwards has received information that this bioprosthetic valve has exhibited severe aortic regurgitation at two (2) months after implant. Device remains implanted. There are no adverse patient effects reported at this time.

Event description:
Additional information by health care provider indicates this device does not exhibit severe aortic regurgitation. New information indicates "moderate to severe regurgitation with paravalvular leakage". Patient is currently being monitored.

Manufacturer narrative:
Additional manufacturer narrative - report of moderate to severe regurgitation of paravalvular origin. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Edwards will continue to monitor all events.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.